Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked battery tube threads.

Event description:
Customer reported the reservoir compartment in the insulin pump is cracked. The plastic on the top of the reservoir compartment is cracked and a piece came off. Customer is unaware of how the damage to the device occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.